Manufacturer narrative:
Additional information indicated that prior to inserting in the patient, the delivery system/coil or (mc) microcatheter were not damaged. All products were prep per (IFU) instruction for use guidelines. During insertion of the delivery system, no resistance or friction was noted with the mc. At any time during the deployment, the coil/delivery system was not utilized like a guidewire (the coil/delivery system left inside the aneurysm and the mc was advanced over the delivery system/coil). During coiling procedure, constant fluoroscopy was performed. No resistance was noted during removal from the aneurysm into the mc, and no issues were noted with the mc. No information was available for patient, vessel, aneurysm, or medical history. Additional information will be submitted within 30 days of receipt.

Event description:
During coiling with a trained user, this orbit mini complex fill2.5x4.5 coil was stretched. The aneurysm was located in the a-com artery. This was for a second coil for packing the aneurysm. Excelsior sl-10 microcatheter was used. The coil was 30% in the aneurysm when the event occurred, and one to one relationship between the coil and the microcatheter. The coil was withdrawn into the microcatheter without difficulty. The entire coil and delivery system were removed. No adverse event occurred. It is unknown if one to one relationship was lost, resistance, additional intervention, resistance when inserting the coil through the microcatheter, if the coil was out of the microcatheter, additional medication required or if the microcatheter was reshaped.